Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient reports that approximately, four years post implant while lifting a heavy object he developed a recurrence of his hernia. He underwent repair and the device was explanted. Medical records have not been provided. We have contacted the initial reporter to request additional information. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. While the information provided indicates that the patient's recurrence was due to his lifting a heavy object, recurrence is a known possible adverse event listed in the IFU. Additionally, no sample was returned for evaluation. The MDR includes all patient, event, and device information davol has received to date. If additional and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient. The patient alleges that in 2007 he was implanted with a bard perfix plug for repair of an inguinal hernia. In 2011, the patient developed a recurrent hernia while lifting a heavy object. In 2012, the patient underwent surgery to remove the bardperfix plug. He alleges that the surgeon informed him that the mesh had failed.